Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2z0sy : product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2z0sy, ubd: 23-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient's trial started on 2 (B)(6) 2024. It was reported that the patient was experiencing pain in their inner buttocks. Rep instructed them to turn their therapy off. Issue was not resolved and is ongoing. Additional information was received from the hcp. In a clinic visit record it was indicated that the patient was there for their post op appointment. They were advised to turn the device off on saturday by patient services and is still having pain with the device off. Patient reported no accidents with the device on. They stated that they had pain in the right perineum that felt like they were sitting on a pebble. They also had pain in the right perineum that felt like an electrical sensation when they felt the stimulation. They were wearing 2-3 pads per day when the device was on. They were getting up 1 time at night and every 2 hours during the day when the device was on. They were leaking a very small amount patient denied any fecal incontinence. They reported nerve pain at baseline. They discussed they patient is greater than 50% improved with the trial. They discussed not proceeding with implantation. Patient elected to be implanted on the other side with the ins x. On (B)(6) 2024 patient reported about 50% improvement. They turned it down today due to having pain in their right perianal area as their device was set on program 1 at 0.2 amps and they felt it as painful. Patient changed to 0.1 amps today. They were voiding 5-6 times during the day (previously 10) and 1-2 times at night. They stopped experiencing ui today. There were wearing 5 pads per day with significant less leakage. They reported only one large episode of uui. They have not had any fi. Risk of surgery was discussed with the patient and they elected to have the device implanted on the other side.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2z0sy, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp stating that the patient was seen in their office on (B)(6) 2024 and the resolution was discussed. The issue was resolved. The status of the device was unknown.